Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from all channels of the subject device. After the additional testing, oekg evaluated the subject device and confirmed that the distal end cover was damaged and air leakage from the distal end. As a result, the subject device was judged need to be repaired. Omsc reviewed the manufacture history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed about a potential patient infection with klebsiella pneumoniae carbapenemase where the patient had also undergone an ercp procedure using the subject device. However, it is unclear whether the reported infection was caused by the procedure using the subject device or the infection was pre-existing before this procedure. The patient's condition is currently unknown. Olympus (B)(4) contacted the user facility several times, to understand the link between the subject device and the patient. The hospital reported that it is presently unclear where the infection comes from and has started its own investigations to find the root cause. The user facility reported that there was no reprocessing deviation confirmed. Omsc was also informed that the user facility was not performed the microbiological testing. The user reprocessed the device with a non-olympus automated endoscope reprocessor, medivator isa (B)(4), using non-olympus chemicals, the isacleany detergent solution and the idaspor a&b disinfectant solution.